Event description:
An olympus employee reported on behalf of a customer, during a therapeutic laparoscopic inguinal hernia repair, the sonicbeat tissue pad came off during interoperative output. There was no internal shedding of the pad. The usg-400 output settings were unknown. The procedure was completed without any delays using a replacement device. There was no report of additional anesthesia being required or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The tissue pad was worn and partially peeled off. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the tissue pad was worn and partly peeled off because the ultrasonic wave was output with the grasping part closed (including after the tissue was cut) without grasping the tissue. The instruction manual provides the following: ¿·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.